Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture. MRI reported "right breast: the breast parenchyma is heterogeneous fibroglandular tissue. Retropectoral silicone implant with signs of intracapsular implant rupture." This record is for the right side. The device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported. Additional, changed, and/or corrected data: b5, d6b, h1, h6.

Event description:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.